Event description:
Pt reported that the device's insulin counter is inaccurate. She stated that, last night, the insulin counter displayed 19.9u remaining. However, within 2 hours the cartridge was empty. Pt's hourly basal rates are 1.0u-1.1u, and she had not programmed any boluses during this time period. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was rec'd.